Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low thyroid peroxidase antibody (tpo ab) results within normal reference range generated on unicel dxi 800 access immunoassay analyzer for several patients. Subsequent testing on an alternate reagent pack produced results above the normal reference range. The erroneous tpo ab results were reported out of the laboratory. Approximately 8-9 patient results were corrected. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer stated that the reagent pack of the erroneous results looked to have had no conjugate. The reagent pack has not been sent to or received by bci for investigation. Service has not been dispatched for this event. A clear root cause for this event has not been determined to date.